Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05869. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2012 by (B)(6) at (B)(6) hospital.

Event description:
It was reported that the patient underwent mesh removal on (B)(6) 2012 by (B)(6) at (B)(6) hospital.

Manufacturer narrative:
It was reported that patient underwent mesh revision in 2010.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence, nocturia, urgency, and vaginal bleeding. It was reported that patient underwent mesh revision and partial vaginectomy on (B)(6) 2010 by dr. (B)(6) due to chronic pelvic pain and vaginal mesh erosion at (B)(6) medical center.

Event description:
It was reported that following insertion the patient experienced urinary incontinence, nocturia, urgency, and vaginal bleeding.it was reported that patient underwent mesh revision and partial vaginectomy on (B)(6) 2010 by dr. (B)(6) due to chronic pelvic pain and vaginal mesh erosion at (B)(6) medical center.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced frequency.

Manufacturer narrative:
It was reported that the patient died on (B)(6) 2012.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with supracervical hysterectomy, bso, and ablation of endometriosis. No additional information was provided.